Manufacturer narrative:
The device history record was reviewed and the subject device was found conforming upon initial release. When the locking collar is removed, the screw head diameter is smaller than the screw hole in the implant, so when the anti-backout mechanism became disassociated, the screw was inserted past the implant and couldn't be removed without explanting the fusion device. The customer reported there were no adverse events to patient or case. The locking mechanism was recovered. The surgery was finalized without any reported problems with fixation. The surgeon performed a revision to avoid mechanical instability of the contract with only 1 screw retaining the device. Films from the surgeries were requested, for review with the titan spine cmo. If films are acquired, review will be completed and a follow-up report will be filed with any additional findings into the matter.

Event description:
It was reported that while the screw (subject device) was being inserted into the vertebra, the surgeon noticed the locking collar had broken off from the screw. The locking collar was recovered from the patient without incident. There was no reported adverse event to patient. The case was completed with no problems to fixation. The screw was too far within the interbody device to be able to be removed without applying additional forces, so a revision surgery was planned to prevent any future problem.